Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).

Event description:
It was reported that patient experienced uncomfortable stimulation with muscle contraction. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patients lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.